Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/28/2020. Additional h3 investigation summary: a picture was received for analysis. Upon to visual inspection of the picture, a folder, a detached needle, and a suture of product code vcp1058, lot # qcbbrzw0. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as on what caused that the pulled off and rupture since device was not returned for analysis. Additional information was requested and the following was obtained: what is the event day and procedure date? Event date unknown (the issue occurred between (B)(6) 2020). Oophorectomy. Could you please confirm how many devices present the issue (pull off suture needle) for this complaint? 3 devices have presented the issue but the exact number of impacted procedure is unknown. No further information available. Events reported in 2210968-2020-07695, 2210968-2020-07696, and 2210968-2020-07697. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the event day and procedure date? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that an animal underwent an unknown procedure in 2020 and suture was used. During the procedure, it was reported that the suture got detached from the needle. The surgery was successfully completed, by using a new device, with no impact on the animal. Additional information was requested.